Event description:
It was reported that the table locks did not actuate, causing the tabletop to move in two directions without resistance. There was no injury reported. The issue was discovered as the operator was positioning the patient. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading a patient. The ensuring instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) evaluated the system and found that the fuse had blown, resulting in the release of the table locks. The fe replaced the fuse and verified that the table locks were performing according to specifications.